Event description:
It was reported that the patient's right atrial (ra) lead was found to exhibit electrode breakage. The ra lead was explanted and replaced. It was also noted that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced for an unknown reason. The patient's condition was unknown.